Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been requested to investigate the reported event. At this time, the additional fse investigation has not been completed.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the universal surgical manipulator 1 (usm1) drifted to the right when the customer attempted to move it. A technical service engineer (tse) recommended for the customer to attempt to bump ports or ensure the instrument arm drapes were not too tight. Tse reviewed the system logs but found no related entries. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse completed a test drive and was not able to reproduce the issue. The system was verified and ready to use.

Event description:
Refer to h11 for follow-up information.